Event description:
It was reported that the cadd administration set was defective, with tubing leaks resulting in dripping. There was unknown patient involvement. Patient harm or injury was unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.